Event description:
It was reported that despite being plugged into the wall for 12 hours, the device did not hold the charge, and when it was tried to plug it into the wall again, it turned on and seemed to work for a second, made a loud noise and after that, it did not function at all and would not turn on. Further information is not available.

Manufacturer narrative:
The device used in treatment was returned for evaluation establishing a relationship between the report event and the device. A visual evaluation found no visual defects and a functional evaluation confirmed the device was able to charge when dc power was plugged in however the device failed to run. Reviewing the pump it made a loud sound before the unit shut off and we have determined the root cause is a failed pump. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during production; the device met all specifications upon release into distribution. A complaint history for the reported event has been reviewed revealing further instances, these instances are being monitored to determine if additional actions are required. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.